Event description:
Information was received from a consumer who reported having poor coupling since implant. As a result, the implantable neurostimulator (ins) battery level has reached 75% maybe a few times and 100% maybe once or twice. The coupling issue got worse in the last couple of months. The patient confirmed that no falls or trauma occurred prior to this event. The patient confirmed they had no concerns regarding the ins pocket. Repositioning the antenna and rotating the antenna dial sometimes improved coupling (sometimes all 8 coupling bars filled in for an hour or 2), but not often. As a result, the patient charges the ins for a minimum 4 hours a day, but the ins battery level often only reaches 50% or less. There had been a few times the ins battery discharged, and therapy turned off, and was "not a good situation" and a "very scary thing to happen." They were able to turn therapy back on each time, but they mentioned that the patient got "shocked" once therapy got turned back on. The consumer spoke with the rep who advised them to contact patient services to have the recharger replaced with the wireless recharger (wr), but this wasn¿t available at this time. During the call, the patient started an ins recharge session. The ins battery was charging between 25-50% and all the coupling bars were empty. Suddenly, 6 coupling bars filled in, with the antenna remaining in the same position. Shortly thereafter, the coupling bars were empty again. The antenna locate (al) feature was used to see if it would improve coupling. While in al, the middle number started at 42, and remained at 42 regardless of antenna position. The al feature was exited, and an ins recharge session was started but all coupling bars were still empty. An appointment was scheduled with the healthcare provider for march.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3. Notify date of event was 2022-(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they continued having charging difficulties even after receiving a replacement recharger. The consumer stated the patient was constantly charging through the entire day, and the neurostimulator was usually half charged. The patient met with the manufacturer¿s representative (rep) the day prior to troubleshooting the coupling issue and got zero bars. The rep told the consumer to call for a replacement as there was no issue found during the appointment other than the coupling/charging issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are:product ID 37751 lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the shock after therapy was turned on was probably due to too much stimulation at once since it went from off to on at whatever level it was always on. The cause of the recharging issue was due to the recharger not functioning properly as the new recharger resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the coupling issue the patient had been experiencing since implant with not being able to get eight bars with a max of four. On saturday the patient had a ¿very terrible, scary incident,¿ nothing that the implant turned off because the implant charge level got down to 0% which was attributed to the coupling issue as the patient had been charging the implant for several hours, but I didn¿t go above 50%. The consumer was able to turn therapy back on and the patient was doing okay. They charged the implant for 3-4 hours on saturday and by sunday morning it was already down to 0% (therapy was still on). The manufacturer¿s representative (rep) had previously suggested getting a wireless recharger. The patient was redirected to their healthcare provider (hcp).